Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. The root cause of the reported problem was determined to be ail (air in line) board failure. Appropriate action was taken to correct the reported problem by replacing the ail board. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing. This issue has been escalated to CAPA.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "814:04". This condition has the potential to cause an interruption of delivery. This condition was found in the central supply department. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is vista minor(5.04.00).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.¿ a follow-up report will be filed upon completion of the evaluation or if any additional details become available.